Event description:
Procedure: radio frequency ablation. The report states that after the ablation surgery, a 3rd degree burn (2.0cm x 1.5cm) was found on the patient near the joint between the cord and the electrode pad. The patient's stay in the hospital was extended to treat the burn. Treatment was with the use of ointment.